Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill two of five of their therapy. The patient had filled 265ml of an expected 2000ml at the time of the alarm. The patient verified that the connections were tight and that the clamps on the used lines were open. The patient attempted to reboot their cycler but only filled 3ml to 5ml at a time before the alarm reoccurred. The technical support representative advised the patient to cancel their treatment. Upon removing the supplies, the patient discovered fluid leaking out from the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection was performed and identified that the leak originated from a cut in the cassette membrane. The cause for the cut is unknown. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the report of a fluid leak was confirmed with the cause being a cut in the cassette membrane. The origin of the cut could not be verified but has been attributed to an operational context. Should additional relevant information become available, a supplemental report will be submitted.